Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/27/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/20/2014 with the following findings:the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed related alarms. The battery compartment was observed to be undamaged. The battery cap was able to properly secure to the pump. The pump successfully completed a prime sequence and delivered boluses without issue or alarm. The pump¿s electric current draws were found to be within specification. There was no evidence of damage of defect to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) low-battery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.